Manufacturer narrative:
The broken proximal portion of the catheter was returned with approximately 21.6 cm of the distal tip missing. Evaluation confirmed that the catheter was broken due to excessive tensile forces applied during use. (B)(4)

Event description:
Treatment of an avm. It was reported the catheter broke off during removal. The broken segment was reported remaining in the patient. No patient injury reported.